Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by an acumed sales representative, that a "2.0 mm distal peg passed through the plate but wasn't discovered until the backpack (distal targeting guide) was taken off at end for final x-rays. This explained the difficulty in reducing the fracture to the plate during procedure. The plate was removed to retrieve the peg and then plate and all screws/pegs replaced adding considerable frustration and time to procedure."